Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral stimulation, bowel dysfunction/sacral nerve stimulation, fecal incontinence, and gastrointestinal/pelvic floor. It was reported that during intra-operation there was lead steering difficulty. The rep stated that there was no product damaged caused or discovered during the procedure and no trouble shooting was conducted due to lack of access to the product. It was noted that the doctor was having trouble getting the lead into position and it wasn't picking anything up so the doctor wanted a different lead. The rep reported that the case was finished successfully with a different lead. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacture representative (rep) on (B)(6) reported the healthcare professional (hcp) was unable to steer the lead said the lead was defective, he wanted a new lead, a new lead was opened to and implanted. It was noted there was positioning difficulty. The rep stated there was no patient injury. Additional information from the patient on (B)(6) reported the lead was returned on (B)(6). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Analysis identified the electrode at the distal end of the lead was bent. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.